Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the programmer issue was not known. No further information reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient programmer did not seem to be working and was not recording anything. Patient services asked caller to clarify and caller stated that they were unable to adjust stimulation. When trying to synchronize they were seeing the synchronize warning message. They would press the sync button but then they saw the synchronize warning message again. Caller stated they had already tried 10 times and it did not matter if they were with or without the patient. Caller stated patient programmer had not gotten wet or been dropped. Caller had stated that they were using regular alkaline energizer batteries in the patient programmer and noted they were using regular alkaline duracell batteries before. Caller also mentioned that the patient programmer killed the batteries fast. Patient services asked caller to clarify and they stated that the patient programmer did not kill the batteries, they just removed the batteries from the patient programmer when they are not using it and confirmed there was no issue with the patient programmer battery longevity. There was no out of box failure, and no symptoms reported. Patient services attempted to warm caller to repair, but caller disconnected. Repair would attempt to reach back out to caller. There were no further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.